Event description:
According to the initial report received via email on 20-may-2021,received a mitral implant card for a patient with an existing mitral implant.

Event description:
According to the initial report received via email on (B)(6) 2021, received a mitral implant card for a patient with an existing mitral implant."